Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00217 on september 22, 2023. A united states (us) customer contacted a siemens customer care center to report falsely elevated high-sensitivity troponin I (tnih) results were obtained on two samples from the same patient on the atellica im 1300 analyzer and were considered discordant with the normal repeat results and normal results from a reference laboratory. The erroneous results were not reported to the physician(s). September 29, 2023 additional information: the customer states she has performed testing on both serum and plasma samples but was unable to clarify which sids corresponded to which sample type. Siemens investigated. Six customer returned samples from the patient (samples were not marked with sid or date) were run neat at n=3. Three samples with sufficient volume were treated with a heterophilic blocking tube (hbt) and run n=3. The neat results on the patient samples were all elevated significantly above the IFU 99th% cutoff of 45 ng/l. The three samples treated with hbt resulted low/normal <7 ng/l indicating the presence of a heterophile antibody as the cause for the elevated results on the atellica im tnih method. The IFU states in the limitations section: "heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated high-sensitivity troponin I (tnih) results were obtained on two samples from the same patient on the atellica im 1300 analyzer and were considered discordant with the normal repeat results and normal results from a reference laboratory. The erroneous results were not reported to the physician(s). The quality control (qc) was within range at the time of the event. Siemens healthcare diagnostics is investigating.

Event description:
Falsely elevated high-sensitivity troponin I (tnih) results were obtained on two samples from the same patient on the atellica im 1300 analyzer and were considered discordant with the normal repeat results and normal results from a reference laboratory. The erroneous results were not reported to the physician(s). The elderly patient was admitted to the hospital not for cardiac issues when the tnih testing was requested. Previously, the patient was admitted to the hospital in (B)(6) 2022 not for cardiac issues and the tnih testing was requested. The results were initially elevated and normal the next day. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated high-sensitivity troponin I (tnih) results.